Event description:
1. Model/catalog no. Of the device: 0684-00-0328 / 0684-00-0430-01 2. Final results of lab testing: please see enclosed datascope product eval letter to the hosp. 3. A lab inflation test was performed and the iab pumped satisfactorily at 100 and 140 bpm, reaching full inflation within 5 cycles. No mfg or product defects were found.

Event description:
A patient was in the cathertization lab, in cardiogenic shock, ef=15%, doctor inserted intra-aortic balloon pump ,iabp, catheter 8fr 34cc with out difficulty. The iabp was unable to pump as the catheter was not opening completely. The iabp was viewed under fluoroscopy and the proximal portion was inflating, the distal portion was inflating, but the medial portion was not inflating. The doctor removed the catheter, performed an arteriogram to rule out aortic anuerysm. Vital signs were stable and there was no harm to the patient. Nothing found on the arteriogram.the doctor then inserted a new 34cc catheter with out difficulty. The catheter inflated properly and the iabp machine pumped without further incident.